Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and it was not detected on bus. The field service engineer (fse) had had serviced a two-drawer pyxis unit equipped with legacy half-height (hh) drawers that were initially not on the bus. Upon investigation, the fse checked the communication sled, verified the internal internet portal (ip) address for the sled, and disabled the windows firewall as part of the troubleshooting process. After opening the back of the unit, the fse discovered that the retractor band for drawer 2.1 was loose. The band was tightened and properly reinserted. Following these actions, both drawers were confirmed to be functioning correctly in both the application interface and the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer issue. Ar-painor pyxis drawer failed, now device not showing up on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer issue. Ar-painor pyxis drawer failed, now device not showing up on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.